Event description:
It was reported that the right ventricular lead had an insulation breach. The lead was partially explanted. The remaining portion was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation was torn. It was also noted that the defibrillator conductor was fractured (overstress). There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. It was visually noted that there was apparent explant damage.